Manufacturer narrative:
Section h6 evaluation code method additional code added conclusion - remove d0302 and add d02 component - remove g0201205 and add g02004 h3: device evaluation summary: updated due to additional part evaluation medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator failed the compressor test during extended self-test (est) with a "pressure exceeded maximum value" message.  The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the compressor power/components cable. Additionally, replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba) due to the est failure. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One compressor power/components cable was returned for further analysis. A visual inspection of the returned part was conducted and no anomalies observed. The compressor power/components cable was attached to the failure investigation (fi) test ventilator for analysis. When the fi ventilator was powered up, during est it failed with "pressure exceeded maximum value" message as seen in the field. Upon further analysis there was a black wire broken which is connected to the solenoid valve in the compressor. One ifm pcba was returned for failure investigation. The part was visually inspected with no observed anomalies. The part was attached to the failure investigation ventilator for analysis and powered but failed the est circuit pressure test and continued to fail several retests. After a thorough investigation, a faulty so1 in the ifm pcba was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the reported event "pressure exceeded maximum value" was isolated to a fault in the compressor power/cmponents cable. This event is included in the trending and monitoring plan. The cause of the additional issue of est failure was isolated to faulty s01 in ifm pcba. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator failed the compressor test during extended self-test (est) with a "pressure exceeded maximum value" message.  The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba) to resolve the issue. Additionally, sp found and a compressor issue and replaced the compressor power cable. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The compressor power cable was returned to medtronic and is undergoing testing. One ifm pcba was returned for failure investigation. The part was visually inspected with no observed anomalies. The part was attached to the failure investigation ventilator for analysis and powered but failed the est circuit pressure test and continued to fail several retests. After a thorough investigation, a faulty so1 in the ifm pcba was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the event was identified as a faulty s01 in the ifm pcba. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator failed the compressor test during extended self-test (est) with a "pressure exceeded maximum value" message. The ventilator was not in use on a patient at the time of the reported event.